Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, stained keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error detected alarms. The blood glucose at the time of the incident was 9.8 mmol. Troubleshooting was performed and the customer was instructed on how to clear the alarm and advised to call back if needed. It was advised to discontinue use of the device a replacement will be sent. The insulin pump will be returned for analysis.